Event description:
The hearing aid (h/a) user came into the dispenser's office with his h/a in pieces, the user said he broke the aid as he was removing it from his ear. He said that pieces of the h/a remained in his ear. The dispenser examined the ear and saw no evidence of injury, no scratches, cuts or dried blood. The ear was not swollen or draining, nor were any pieces in the ear.